Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 52, code r, taper 18/20, catalog no# 0100181520; lot no# 2294256, metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no# 0100185146; lot no# 2315428, cls stem 135deg 13.75 12/14, catalog no# 290039137; lot no# 2318236. Therapy date: (B)(6) 2018. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis, pain and elevated metal ions.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: in (B)(6) 2006 the patient received a mom prosthesis combination of durom cup, metasul ldh head and adapter and a cls stem. The implants were revised 11 years and 8 months later. Review of received data. Clinical information. Various documents were received in italian language. To review the content of these documents an italian speaking person was consulted. The information relevant to the investigation is summarized below. Letter from the patient¿s lawyer, dated 9 march 2018. The letter states that the implantation surgery took place on (B)(6) 2006 at azienda unitaria sanitaria locale n.3, catania due to left hip coxarthrosis. The prescribed rehabilitation therapies were performed. For three months and there remained a dropping foot disorder for the left limb that did not allow normal walking and normal daily activities. Subsequently slight lameness arose associated with diffuse and localized pain in the left hip, which over time was becoming more acute making it difficult to walk and climb the stairs. In addition to the pain which is referred to the surgery there were a series of disorders, apparently not attributable to the implantation, including: abnormal values of erythrocyte sedimentation rate (esr) and progressive decrease in hearing, in particular for the left ear. On (B)(6) 2017, following the necessary examinations, the lameness and the hearing loss determined the recognition by inps of the legal invalidity for dynamic/static and ambulatory deficit for the left hip, right gonarthrosis and loss of hearing. In addition to loss of balance and falls, further symptoms developed over time: dry mouth and metallic taste, constantly dry nose, excessive tearing and excessive sensitivity to light. At the beginning of 2018, numerous investigations were performed, including: x-rays, MRI, metal allergy tests, blood tests and a cobalt-induced allergy was diagnosed. The high intoxication and the problems related to the prosthesis led to a revision of the prosthesis on (B)(6) 2018. Attached to the letter are the medical records from (B)(6) 2006, invalidity certification and the medical records from (B)(6) 2018. Medical records from azienda unitaria sanitaria locale n3 the records show that the patient was hospitalized from (B)(6) 2006. The diagnosis at admission is coxarthrosis left hip. The intervention was an implantation of a total hip prosthesis. Product stickers of the implants used in the surgery are affixed. These are in alignment with the components listed on the first page of this report. Invalidity certification documentation. Four pages out of six from the invalidity certification documentation were received. The document describes that the patient visited the medical commission for the assessment of legal invalidity, visual and hearing acuity on (B)(6) 2018. Under diagnosis the following is stated: dynamic/static and ambulatory deficit of the left hip, right gonarthrosis and loss of hearing. Medical records from casa di cura musumeci gecas srl the records show that the patient was hospitalized from (B)(6) 2018. The diagnosis at admission is aseptic loosening of cup and stem. In the history section it is stated that for about 1 year the patient accuses pain in the left leg, on the side where a total hip prosthesis was implanted in 2006. Due to the worsening of the symptoms the patient has been examined by a specialist and diagnosed with aseptic loosening of the prosthesis. The revision surgery took place on (B)(6) 2018. The final diagnosis in the surgical report of revision is aseptic loosening of the total left hip prosthesis. In the procedure section of the revision report it is stated that the hip is accessed through the old scar. A wide capsulotomy is made, up to the detection of the prosthetic components. The entire periprosthetic area appears dark in color due to metallosis. The prosthesis is dislocated. The metal head is removed. Aseptic loosening of the acetabular component and stem is found. The loose acetabular component is removed. The areas with metallosis and the ones that interfaced the cup are cleaned. There are regions with bone loss and cavities in the acetabulum due to metallosis. The acetabulum is reamed. The trial components are positioned and show good stability. The definitive zimmer tm cup, diameter 62, is implanted with four screws and a 32 mm polyethylene insert with a 10 degree elevated rim is placed. The loose stem is removed and then the femoral diaphysis is cleaned. The diaphysis seems to be invaded by reactive tissue and metallosis. After measurements, trial stems are positioned and then the definitive zimmer wagner stem, 18 x 265 mm, is implanted together with a ceramic head size m. The stability and length tests are ok. Several samples of the reactive tissue are sent for histological examination. Product stickers of the implants used in the surgery are affixed. Devices analysis. Visual examination. All retrieved components were received in the same bag without separate packaging that would prevent further damage to the explants during shipping. In the as-received condition the metasul head and the metasul head adapter were still assembled on the cls stem. The parts were disassembled for further investigation. Before the disassembly the stem to head adapter to head position was marked. Upon disassembly blackish deposits were seen on the stem taper, distal to the stem taper and on the proximal face surface of the taper. Correspondingly, it was observed that there were blackish deposits on the inner surface of the head adapter. The durom cup shows damage from the revision surgery, e.g. Nicks, scratches and so on. There are hardly any bone attachments visible on the titanium plasma spray coating. On the articulation side numerous fine and some coarser scratches are visible. The fine scratches are denser on one half of the cup¿s articulation surface. In several locations of the articulation surface, adjacent to the bevel, small spots, sometimes arranged in lines, can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al. On the articulation surface of the metasul ldh head an area with numerous fine, dense scratches can be observed around the pole. On one side of the head there is an area with spots/lines as already seen on the articulation surface of the cup. In addition, in between the spots/lines organic deposits are recognizable as well. Opposite to this location there is an area with dense parallel scratches. The articulation surface of the metasul head was investigated under the microscope type nikon epiphot at 200-times magnification with differential interference contrast. As already visible to the naked eye areas with organic deposits and spots could be detected. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are now leveled. In the unloaded area the original surface state with slightly protruding carbides is still visible. In the proximal region of the head taper (non-contact zone) there is an area with minute organic deposits. Except for these the head taper is inconspicuous. There is nothing to report about the outer surface of the metasul ldh head adapter. Surface changes due to fretting corrosion could be observed on the inner surface of the head adapter. A closer inspection with a low power microscope, type leica mz16 a, revealed the presence of three marks in the proximal region of the contact area. A palpable difference in height could be detected between the contact and non-contact area in the proximal region of the inner surface of the head adapter. Revision damage in the form of scratches can be observed on the neck and shoulder region of the cls stem. There are hardly any bone attachments on the anchoring surface of the stem. Polished areas can be seen on the posteromedial and anterolateral edge of the stem. The taper surface has a blackish appearance and three indented marks could be observed in its proximal region. Aligning the parts using the stem to head adapter position (which was marked before disassembly) it was observed that the position and the shape of the three marks on the stem matches the position and shape of the marks on the head adapter. The stem taper surface and the three marks were further investigated with a low power microscope type leica mz16 a. The stem taper surface shows signs of fretting on the lands while the grooves are almost completely filled with blackish deposits. Mark 2 on the stem taper was investigated with a scanning electron microscope. The mark consists of a pattern of coarse scratches perpendicular to the taper structure from proximal to distal. The distal region of the mark shows that the lands of the taper structure are deformed from proximal to distal. The origin of the marks observed on both the stem taper and inner taper of the head adapter stays unknown. Wear measurement. The wear measurements of the articulation surfaces of the metasul ldh head and the durom cup were carried out on a 3d measuring machine. Both wear maps show no clear wear zones. The method to determine the wear requires detection of a worn and an unworn area on the same parallel of measuring points. As this requirement is not met it is not possible to determine the wear values. However, the measured diameters of the components are still within the manufacturing tolerances. Conclusion. In (B)(6) 2006 the patient received a mom prosthesis combination of durom cup, metasul ldh head, adapter and a cls stem. The implants were revised 11 years and 8 months later. According to the letter from the patient¿s lawyer numerous investigations (among others metal allergy tests and blood tests) were performed before revision surgery. As a result of those a cobalt-induced allergy was diagnosed. The lawyer states that the high intoxication and the problems related to the prosthesis led to a revision of the prosthesis. However, according to the revision report of the hospital, the implants were revised due to aseptic loosening of the total hip prosthesis. The anamnesis section of the medical records does not mention intoxication and no blood metal ions tests were received. In the procedure section of the revision report it is stated that upon opening the hip joint the entire periprosthetic area appears dark in color due to metallosis. After removal of the loose cup, regions with bone loss and cavities were found in the acetabulum. After removal of the loose stem, the diaphysis seemed to be invaded by reactive tissue and metallosis. Samples of the reactive tissue were taken and sent for histological examination, however the results of the analyses were not provided. It is unknown if the blackish deposits seen on the stem taper are related to the intraoperative observations. Due to the signs of fretting observed on the stem taper and the signs of fretting corrosion on the head adapter it could possibly be assumed that the blackish deposits are a mixture of organic deposits and products resulting from those phenomena. The appearance of both articulation surfaces does not indicate signs of abnormal wear. Wear values could not be determined due to limitations of the analysis method. However, the measured diameters of the components are still within the manufacturing tolerances. Considering the results of the wear measurement, it can be assumed that the metallosis seen during revision surgery derived probably from the surface changes observed on the taper surfaces of stem and head adapter. The reason for these surface changes cannot be determined based on the current available data, but its cause is multifactorial. The conditions of mounting of the large diameter head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. As the surgical report of implantation is not at hand it is unknown if the steps of the surgical technique for the assembly of the head with its head adapter on the stem were followed. According to the surgical technique valid at the time of implantation the assembly of the head adapter on the metasul ldh large diameter head is done outside the operative field. Using the provided instrumentation (metal base plate, plastic assembly inlay, impactor handle and its assembly attachment) the head adapter should be first assembled on the metasul ldh head by means of a firm and strong impact with a heavy mallet, preferably heavier than 500 g. Then the stem taper is cleaned and dried. The femoral head is positioned on the stem taper while carrying out a slight rotation movement and then mounted with a soft impact onto the impactor tool. There are hardly any bone attachments on the anchoring surfaces of the cup and stem. This is in alignment with the description of the surgical report of revision. As an x-ray follow-up is not available, the bone situation around the cup and stem and how it developed over time stays unknown. Based on the retrieval investigation and the received information it is unknown as to what extent, if any, the above mentioned phenomena contributed to the reported reason for revision. However, based on the information at hand, the most probable root cause is non-indicated use of the acetabular cup, which is already treated and addressed in CAPA (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The case was reopened due to devices received on (B)(6) 2018. As soon as investigation results become available an updated medwatch will be filed and sent. Zimmer biomet¿s reference number of this case is (B)(4).